Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated that paint was chipping off on both lightheads. No patient involvement and no injury have been reported.